Event description:
It was reported that approximately one year post implant, a computed tomography scan demonstrated a distal type I endoleak from the left common iliac of the bifurcated device (reference manufacturer report number 2031527-2012-00136) along with a proximal type I endoleak of the infrarenal aortic extension. Reportedly, the patient had an extremely tortuous anatomy with a hostile neck, which had originally been treated with an infrarenal aortic extension successfully. Also, the patient disease had progressed from slightly ectatic illiacs to the left common iliac causing a distal type I endoleak. The patient was treated with an iliac limb extension and a suprarenal aortic extension, which resolved both leaks. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.